Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette sensor failure. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette sensor failure. Review of event history found cassette locked error. Visual/functional testing was performed. Cassette sensor failure was verified by functional testing. The cause is latch lock sensor failure. Replaced latch lock flex to correct the issue. The device passed all functional tests after the repair. The device passed all functional tests after the repair.